Event description:
Device malfunction: none. Symptoms/ae: allergic reaction. Time of symptoms/ae: post procedure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, 1 month post procedure the patient experienced nausea and constipation, believing it could be a possible reaction to the starclose device. The patient has received a complete gi series, colonoscopy and now is looking into allergy testing. Though requested, no additional information has been provided.

Manufacturer narrative:
(Constipation) - the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.